Manufacturer narrative:
Date received by manufacturer: 11jul2019. Date of report: 12jul2019. The manufacturer¿s international customer specialist confirmed the reported battery issue. A replacement battery was sent. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported that the battery did not work. The customer reported there was no patient involvement. Event date not specified, estimate used.